Manufacturer narrative:
An investigation was completed to determine the cause of the incident. Based on the investigation, there is no indication that the device directly caused the convert to laparoscopy. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative complications as noted in the surgical risk document (1009326).

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the last step, the surgeon was having trouble stapling the lower bronchial tube since the tumor tissue was closer to the bronchial tubes than expected. It was difficult to manipulate the mobilized tissue to place the stapler in the desired position and avoid the risk of transecting the upper bronchial tube. The surgeon was having a hard time maintaining a good view due to the weight of the tissue that he had continuously readjusted. He was afraid he was manipulating tumor tissue too much. After several attempts, the surgeon decided to convert the surgery to vats and ended up stapling with a third-party stapler. The surgeon explained that the tumor was too big. He was trying to avoid converting to open due to the difficulty of visualizing and manipulating the mobilized tumor. He also stated that it would have been helpful to have a more experienced fa, but the size of the tumor was the biggest challenge for him. The procedure was converted to laparoscopy. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the surgeon converted surgery due to having problems accessing the transaction point of the lower bronchial tube because the dissected lobe was bigger than expected. Hence, retracting the tumor and placing the stapler for the transaction was more challenging. After struggling, he decided to convert since he felt he was manipulating the tumor excessively and was worried about tumoral cell propagation. The conversion resulted in increasing port size. The patient tolerated the change. No injury was reported to the patient fragments during the procedure. The procedure was able to be completed.